Event description:
While performing knee arthroscopy a tube harvester was being used to place a plug and a portion of the metal t-bar broke during the surgeon's force in turning the device. A separate medwatch report was completed for the plug which broke as well.